Event description:
It was reported that the user experienced recurrent low glucose readings on the ilet, including a reported value of 53, without confirmatory fingerstick and without symptoms, and they treated with oral carbohydrate and received low glucose education. Symptoms included asymptomatic hypoglycemia. Outcomes included transient low glucose with recovery to 74 and no injury, hospitalization, or emergency care. Investigation included product technical review and complaint handling assessment based on user report. Investigation of this case revealed no device malfunction identified from the information provided and no component issue confirmed, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.